Event description:
Review of the patient¿s medical records revealed a 26mm sapien valve was successfully deployed via the transfemoral approach. A small amount of pvl was noted post deployment and 1ml of contrast was added to the balloon and the valve was post-dilated. No pvl and trace ai were noted at the end of the procedure. The patient tolerated the procedure well and was taken to ICU in stable condition. Two days post tavr, the patient was transferred from ICU to the floor but was transferred back to ICU 2 days later due to acute respiratory distress with increasing air-space disease to mid to lower lungs. The patient became tachycardic and hypoxemic. Cardiology and the pulmonologist were consulted. The patient was diagnosed with new hospital acquired aspiration pneumonia. The patient was placed on azactam, flagyl and vancomycin and remained on bipap with high doses of oxygen. A nasal duodenal tube was placed when the patient failed a cookie swallow test. The patient was aggressively treated for 2 weeks; however, the pneumonia did not improve. Antibiotics were adjusted, but he continued to do poorly. Following discussion with the patient¿s wife and family, he was placed on dnr. Post tavr day 19, the patient had an asystolic arrest and stopped breathing. Per the family¿s request, no resuscitation was given and the patient passed quietly with his family present. The final diagnosis for this patient was hospital acquired pneumonia ¿ probably aspiration type, post tavr status, critical aortic stenosis, chf on the basis of diastolic dysfunction with known left ventricular hypertrophy, thrombocytopenia, anemia, leukocytosis, hypokalemia, hyperaklemia, hypernatremia, hypomagnesemia and encephalopathy likely toxic metabolic.

Manufacturer narrative:
Review of the medical records demonstrates that the patient¿s death resulted from hospital acquired pneumonia ¿ likely aspiration. There is no indication of valve dysfunction noted in the source documents. As such, this patient¿s death is no longer considered reportable and a corrected supplemental is being submitted.

Event description:
As reported through the implant patient registry, the patient expired from unknown causes 19 days post tavr.

Manufacturer narrative:
The investigation is ongoing.